Manufacturer narrative:
.

Event description:
A micro-driver was inserted in a patient for the treatment of lesion in the left anterior descending artery. The lesion was reported to be 99% stenosed with severe calcification. The physician could not cross the lesion due to lesion morphology. The physician then used the vibration technique several times in attempts to cross the lesion, but could not cross the lesion. After withdrawal of the delivery system, the physician noticed the stent dislodged from the delivery balloon. Another driver stent was implanted to smash the dislodged driver stent to the vessel wall. The device was discarded by the user facility. No additional clinical sequelae were reported and the patient is fine. Please note that this device (lot number 0000320819) is distributed outside the united states; however, it is similar to the united states distributed product.